Event description:
During a procedure with balloon compression, three sets were opened and used on the field. However, the balloons popped with each set. A different product was used to complete the procedure. No patient harm.